Manufacturer narrative:
H6, medical device problem code: added code 2993. H6: code 213 - the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. Imaging evaluation summary: computed tomography (CT) images dated (B)(6) 2021 were returned to gore and an imaging evaluation was performed. The investigation showed that the study provided is a pre-operative study. Other than the penetrating atherosclerotic ulcers (pau) which the description described as treated, no other abnormalities are noted within the provided CT scan. Explant evaluation summary the device was returned to w. L. Gore & associates for investigation. Submitted in formalin was one conformable gore® tag® thoracic endoprosthesis (ctag). The lumen of the device was widely patent. The returned graft was generally devoid of tissue except scattered plaques of friable red/tan material consistent with blood components. Histopathological examination was not performed due to the lack of tissue in the region (mid to distal device) of the complaint. The device was subjected to an enzymatic digestion process to remove biologic debris. Following digestion, the device was examined for material disruptions with the aid of a stereomicroscope. The proximal primary constraint sleeve had a diagonal consistent with cutting of the material via sharp surgical instrument (e.g., scalpel or scissors). There was a focus of minimal bonding tape disruption present overlying the stent frame. The stent frame remained in contact with the graft material and the adjacent bonding tape remained firmly adhered; exact time and modality of disruption could not be determined. The device examination findings were unremarkable. The overlying/ associated tissues were not returned with the device for examination and there were no uncharacteristic material observations which could be attributed to the reported erosion of the pulmonary vein. H6, medical device problem code: rectracted code 3190.

Manufacturer narrative:
Date of birth: as only the patient's year of birth was reported, (B)(6) was determined to represent the best estimate of date of birth.

Event description:
It was reported that in a female patient on (B)(6) 2021, computed tomography (CT) imaging identified a contained rupture of a thoracic penetrating atherosclerotic ulcer (pau), measuring 54 mm in diameter and located approximately 9 cm distal to the left subclavian artery. On (B)(6) 2021, the patient underwent elective endovascular treatment and a gore® tag® conformable thoracic stent graft with active control system tgm343415e was utilized to remedy the rupture. It was reported that the device was deployed as planned at the intended location with the pau at its centre. Ballooning with a gore® tri-lobe balloon catheter bcl2645 ensued to achieve optimum seal. The procedure reportedly went as planned and final angiography imaging confirmed a good outcome. Post-operative thorax x-ray findings were reportedly unremarkable as were the patient¿s clinical symptoms apart from a slightly elevated temperature. On (B)(6) 2021, the patient was discharged with normal temperature. It was reported that on (B)(6) 2021, the patient was re-admissioned to hospital with a fever. Exam findings showed pneumonia with pleural effusions which successively were punctured. There was no hematothorax. For monitoring purposes, it was decided the patient remain in the clinic. It was reported that on (B)(6) 2021, the patient experienced hemoptysis necessitating resuscitation. However, the patient reportedly expired thereafter as the attempted resuscitation was unsuccessful. It was also reported that on (B)(6) 2021, an autopsy was performed. Gore has contacted the reporting source for the operative report, the autopsy report, and images available relating to this case.